Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was fired on the cystic duct but when fired again on the cystic duct the first clip popped off and it looked like it had severed its way through the structure. No patient consequences reported. Device has been discarded.